Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. Visual examination noted the device was returned with the fitting separated from the tubing. The flare on the tubing is slightly slanted. The width of the flare is 8 mm. The tubing may have pulled from the fitting due to the flare being slightly slanted. A review of the device history record (DHR) could not be performed due to the lack of lot information available from the user facility. A review of complaint history for the complaint device lot could not be performed due to the lack of lot information available from the user facility. A review of the instructions for use (IFU) provides the following information to the user relevant to the reported failure mode. How supplied - store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Instructions for use - 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections (e.g., in instances of patient movement where the catheter is connected to a vacuum or drainage collection apparatus) may cause catheter/hub separation or accidental dislodgement. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. A physical inspection of the complaint device was performed and it was confirmed that the fitting is separated from the hub. The slightly slanted flare on the tubing indicates that the tubing may have been pulled from the fitting. The assigned likely root cause category for this failure mode is - cause traced to user; unintended use error caused or contributed to the event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new event information to report.

Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The wayne pneumothorax catheter was inserted on (B)(6) 2019. The radio opaque polyurethane pigtail catheter dislodged from the three-way stopcock (white colored). The wayne catheter was immediately clamped post dislodgment and the catheter was removed. There were no adverse consequences to the patient as a result of this occurrence. Product lot number cannot be determined as complainant did not keep a record.